Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed isolation circuit card. The arctic sun device was evaluated upon receipt. The screen was red and says error system failure to start. The isolation circuit card and the power supply card were noted and assessed. The customer declined purchase order for service and repairs, the components were not replaced. The device was returned unrepaired. Power supply card was assessed and noted to have failed. A failed t2 thermistor in the tank harness was noted. The device was assessed for a full pm service. Power supply card was assessed. Tank harness was assessed. The circulation pump and mixing pump were assessed. The heater, drain valves, manifold o-rings and coin cell battery were assessed. The customer declined purchase order for service and repairs, the components were not replaced. The device was returned unrepaired. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device did not meet specifications and the product was influenced by the reported failure. The device was not used on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that would not boot up. The screen was red and says error system failure to start power off and back on. Biomed done that and received same message each time. Per follow up information received via email on (B)(6) 2023, biomed forgot to reconnect the control panel to the device after servicing. Biomed was going to recheck connections to see if it would resolve the issue. Per investigator notification received on (B)(6) 2023, it was reported that the outlet control temperature t2 failure, tank harness failure and power circuit card failure.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed isolation circuit card. The arctic sun device was evaluated upon receipt. The screen was red and says error system failure to start. The isolation circuit card was replaced. Power supply card was noted to have failed. A failed t2 thermistor in the tank harness was noted. The device was assessed for a full pm service. Chiller evaporator outlet tube, double bend tube were found to be expanded. Tank seals were found to be lifted. Chiller molded tube was found to have a permanent kink discovered in the hose upon installation of temp harness. Power supply circuit card was replaced. Tank harness was replaced. The circulation pump and mixing pump were serviced. The heater, drain valves, manifold o-rings and coin cell battery were replaced. Chiller evaporator outlet tube and double bend tube were replaced. Tank seals were replaced. Chiller molded tube was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that would not boot up. The screen was red and says error system failure to start power off and back on. Biomed done that and received same message each time. Per follow up information received via email on 27-jan-2023, biomed forgot to reconnect the control panel to the device after servicing. Biomed was going to recheck connections to see if it would resolve the issue. Per investigator notification received on 10jul2023, it was reported that the outlet control temperature t2 failure, tank harness failure and power circuit card failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that would not boot up. The screen was red and says error system failure to start power off and back on. Biomed done that and received same message each time. Per follow up information received via email on (B)(6) 2023, biomed forgot to reconnect the control panel to the device after servicing. Biomed was going to recheck connections to see if it would resolve the issue.